Event description:
It was reported that an acetabular cup was revised due to loosening.

Event description:
It was reported that an acetabular cup was revised due to loosening.

Manufacturer narrative:
Review of the device history records indicates all devices accepted into final stock met specifications. The product experience reporting and chs complaint databases indicate there have been no other events for the reported lot. The exact root cause of the event could not be determined as the devices were not made available for evaluation and insufficient information was received by stryker orthopaedics.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.